Event description:
The user faculty reported that after the insertion of the glidesheath slender sheath and removal of the access wire, the radial sheath leaked through the hemostatic valve. Despite this issue, the physician continued with the procedure, and the case was completed without any additional complications. Blood loss was less than 250cc, and there was no patient injury or need for medical or surgical intervention. The event occurred intra-operatively.

Manufacturer narrative:
E3: occupation: interventional cardiologist the actual device has been returned for evaluation. One (1) 6fr glidesheath slender was returned. The returned sample includes a sheath, dilator and shelf pack. The device was subjected to visual and functional analysis. Kinks were present along the sheath. Leak testing was performed. The distal end of the sheath was inserted into a 12fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stop cock was closed, and the air pressure increased to 4.3 psi (equivalent to 222mhhg). The setup was submerged underwater for approximately 30 seconds. Air bubbles were not observed around the sheath valve. The dilator was then inserted into the sheath per the device instructions for use (IFU). This assembly was submerged in water and air bubbles not observed with the dilator inserted. The dilator was removed, and bubbles were observed around the sheath valve. The device was deconstructed, and a tear was found in the valve. The complaint can be confirmed for valve leakage. The exact root cause cannot be determined. The likely cause is off-center insertion of the dilator through the valve causing the valve to tear. This tear led to the observed leakage. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).